Manufacturer narrative:
Repair evaluation information was received on 08/20/2025 and section h11 should be reported as: the manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information about an allegation of irritation to the eye, nose, respiratory tract, skin and unspecified cancer, there was no report of specific medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation a dust-like contaminant was observed on the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the rear panel and bottom enclosure. The screws for the top enclosure were observed to be missing. The blower box cap appeared to have a crack in it. A keratin-like substance was observed on the outlet of the blower box. Using a known good power supply and power cord, pil confirmed the device powers on and provides airflow. There was a total of 15 errors logged. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint, or address the symptoms specified. Box h was updated in this report.

Event description:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information about an allegation of irritation to the eye, nose, respiratory tract, skin and unspecified cancer, there was no report of specific medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be carried out. If any additional information is received a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device was not returned to the manufacturer.